Manufacturer narrative:
Additional information will be provied upon investigation conclusion.

Manufacturer narrative:
Arjo technician who attended customer for other service work noticed that sara stedy's right hand support arm was broken at the weld. There was no patient involved. The device was evaluated by an arjo technician and the overall condition of the device was good. There were no signs of wear or damage other than the cracked weld. There was not noticed of any device bending or crushing. Our investigation revealed that the weld breakage is possible to occur after the application of a vertical overload of 508 pounds (230 kg) on the corner of the handle. The maximum swl (safe working load) for the sara stedy device is 182 kg. The customer did not provide information regarding how the damage happened. The IFU for sara stedy ((B)(4)) contains information that before use the caregiver should: ¿carry out a visual inspection of all external parts. All functions must be tested for correct operation to ensure that no damage has occurred during previous use.¿ upon analysis of all gathered information during the investigation, we concluded that there is no evidence which would suggest that a reported malfunction may have caused or contributed to a death or serious injury. There was no serious injury in the past related to the cracked weld on the sara stedy device. When the failure was found the device was not used with the patient. It is unlikely that the crack weld would lead to a death or serious injury in the future. The reported failure is visible to a caregiver before use of the device and during the device inspection. Therefore the complaint is not considered reportable in the future.

Manufacturer narrative:
Additional information will be provided upon investihation conclusion.

Event description:
The service engineer noticed broken weld on handle, the device was removed from use. No patient involved